Event description:
It was reported that the ventilator made a whistling sound during self-check. There was no patient involvement. Manufacturer' ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The control printed circuit board (pcb) and pneumatic back-plane pcb was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The device logs revealed that the ventilator failed internal leakage test during pre-use check on 02/20/2021. The provided picture revealed damaged/burned pneumatic back-plane pcb. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).